Event description:
The customer reported that the fiber was noticed to have commenced forward firing at 160,012 joules during a prostate procedure. The procedure was continued with a second fiber (reference MFR report number 2937094-2012-00185). The procedure was completed with a third fiber. No patient or end user injury was reported. The patient outcome was reported as "fine".

Manufacturer narrative:
(B)(4): forward-firing of the side-firing surgical fiber.